Manufacturer narrative:
UDI: the part number as unknown. All attempts to obtain product information were unsuccessful. Therefore, UDI is unavailable. The manufacturing location is unknown. The lot/serial number is unknown. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an ulna osteotomy surgical procedure it was observed that the battery device failed charging. It was reported that there was a ten minute delay in the procedure due to the event and a competitor's spare device was available for use, and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.